Event description:
It was reported the tlc55 was used during a laparoscopic colectomy. It was reported by the affiliate that the instrument would not cut the tissue. A new instrument was used to finish the case. There was no consequence to the pt.